Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door not fully latched alarms, determined to be caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed link switch, was replaced. See scanned page.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. It was also reported that there was no patient involvement.